Event description:
Revision surgery - due to osteolysis of the acetabulum. The cup became loose and the doctor removed the acetabular components due to a cyst behind the cup. He left the size 15 right stem in place and revised with a new djo surgical head; the surgeon replaced all other explanted parts with another manufacturer's parts.

Manufacturer narrative:
The reason for this revision surgery was reported as osteolysis of the acetabulum and a loose cup due to a cyst after 2.3 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. There was one non-conforming material report for the screw part number (B)(4); one for burrs and six parts were reworked for waves at the edge of the screws, the parts were accepted. A review of the product complaint report history shows this is the eighth complaint for this part number: one damaged part, one due to excessive wear, two due to pain, two due to dissociation, one due to osteolysis, and one for a metal reaction. This is the first complaint for this lot number. The root cause for the osteolysis and cyst was not determined with confidence. Several factors can contribute to osteolysis including: age, disease, medical contraindication, distal loading of the implant, or insufficient proximal bone before the primary surgery. There are no indications of a product or process issue affecting implant safety or effectiveness.